Manufacturer narrative:
(B)(4). Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed failed battery test alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed failed battery test alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
The customer reported via phone call that the battery failed issue. The customer¿s blood glucose level was unknown. Troubleshooting was performed for battery failed alarm. Contacts was not missing, damaged, or corroded. Customer was advised revert to a back-up plan. The insulin pump will be returned for analysis.